Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range pacing impedance values measuring greater than 2000 ohms. It was noted the patient reported pain when pacing occurred. This lead was successfully replaced with a new lead. The cause of the chest pain and high impendence values was undermined and x-ray imaging showed the lead had not dislodged. This device has returned and analysis is expected. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range pacing impedance values measuring greater than 2000 ohms. It was noted the patient reported pain when pacing occurred. This lead was successfully replaced with a new lead. The cause of the chest pain and high impendence values was undermined and x-ray imaging showed the lead had not dislodged. This device has returned and analysis is expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26.2cm from the terminal end. The lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.